Manufacturer narrative:
H.6. Investigation: a complaint of "inaccurate test results" was received against bactec mgit 960 instrument (material number: 445870, serial number: (B)(6) ). The customer reported that these results were associated with an experimental method, and that the erroneous result was not reported and did not affect the clinical treatment of the patients. The application specialist team found that the calibration kit was expired. Fse advised the customer to replace it. On (B)(6) 2021 the agent's engineer replaced the kit. Also, field service engineer (fse) went onsite and cleaned the surface of the light source probe. The complaint is not confirmed as a failure of bd product and the root cause is related to "dusty light source surface and expired calibration kit". DHR review is not required for this complaint as this complaint does not allege an early life failure or failure at installation. Review of service history for this device did not reveal any prior events related to this failure mode. Samples were not received by quality for investigation and thus, returned material investigation could not occur. If samples are received at a later date, the complaint may be reopened. H3 other text : see h.10.

Event description:
It was reported that while using bd bactec¿ mgit¿ 960 system 2 false negative results were obtained by the laboratory personnel. A genexpert test was used to confirm the results as false positives. The customer stated results were not reported out so there was no report of patient impact. " mgit 960-inaccurate test results: this result is not for clinical use. (B)(6) 2021. Additional information received from region per irene liu: the customer reported that these results were associated with an experimental method, and that the erroneous result was not reported and did not affect the clinical treatment of the patients. More detail information as follows: how many results were involved? Two results: what result did the bd instrument give? (Positive, negative, etc). Pza ast mgit960 give s vs lj give r. Rif ast mgit 960 give s vs genexpert give r ".

Event description:
It was reported that while using bd bactec¿ mgit¿ 960 system 2 false negative results were obtained by the laboratory personnel. A genexpert test was used to confirm the results as false positives. The customer stated results were not reported out so there was no report of patient impact. " mgit 960-inaccurate test results this result is not for clinical use (B)(4) 06-may-21 additional information received from region per (B)(6): the customer reported that these results were associated with an experimental method, and that the erroneous result was not reported and did not affect the clinical treatment of the patients. More detail information as follows: how many results were involved? Two results what result did the bd instrument give? (Positive, negative, etc) pza ast mgit960 give s vs lj give r rif ast mgit 960 give s vs genexpert give r "

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.